Event description:
The surgeon was using a hospital supplied power device to drill when the drill bit contacted a bak/proximity cage and the drill bit broke. The broken piece was retrieved. The bone awl was used to prepare the remaining holes. No additional surgery time reported.

Manufacturer narrative:
Device history record reviewed and dimensional analysis. Review of device history records and dimensional analysis indicate the device was manufactured to specification. This MDR is being submitted late as this issue was identified during a retrospective review of complaint files conducted in-conjunction with implementation of revised MDR reporting criteria for zimmer.